Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 g5 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that an altitude alarm occurred after the customer had been wearing the pump while in a pool. Customer's blood glucose level was 159 mg/dl. Reportedly, customer was able to clear the alarm and resume insulin therapy.